Event description:
This lv lead was implanted on (B)(6) 2008 and still remains implanted at this time. A call to technical services was made on 2/1 5/2013. It was noted that the healthcare provider was seeing dropped ventricular beats; states it is oversensing with no paced output. There was no asystole > 2 seconds. Sensitivity was reprogrammed to least sensitive settings. The patient was hospitalized but it was not related to the observations. The physician was dr. (B)(6). No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).